Manufacturer narrative:
Other text: this MDR was generated under protocol: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels intact, and the pump in good physical condition. A review of the event history log found no evidence of the reported problem in the history. Functional testing was unable to duplicate the reported problem of lost programming. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical blue line ultra cuffed tracheostomy tube, had a perforated cannula. No adverse patient effects were reported.